Event description:
Nurse reported that the pt's aerosol delivery system was leaking and that a new system was needed. Also reported the pt has missed two doses so far. Unknown date of malfunction. Unknown date of last dose taken. Unknown if md aware. No further info provided. Indication: chronic obstructive pulmonary disease, unspecified; unspecified chronic bronchitis.